Event description:
Patient came to hospital reporting discomfort related to left adnexal mass. On an emergency basis, the ob gyn surgeon performed an exploratory laparotomy with left salpingo-oophorectomy and intraoperative pathologic evaluation and removal of two foreign bodies. Surgery revealed a visual and palpable finding of what appeared to be an essure device in the cornua region of the right uterus on the left. Device appeared to have perforated through the uterus and was tagged to the serosal layer of the uterus. The device was removed by cauterizing the scar tissue around its base. Part of a second body that appeared to be an essure device was found embedded through two epiploica of the large intestine but did not show any injury toward the bowel. The epiploica were cauterized with cut current to remove the device. The pathology report indicated a "mature cystic teratoma, portion of benign fimbriated fallopian tube also present." Patient tolerated surgery well and was discharged from hospital on (B)(6) 2012. No follow up information was available.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.